Event description:
It is reported that the liner would not seat completely. Upon closer observation the locking ring did not move freely.

Manufacturer narrative:
Evaluation summary: the shell has some damage on the rim, locking rim groove and locking ring window, likely from removal attempts of the liner. The locking ring is severly damaged with dents and knicks, and the tabs are no longer coplanar. One of the tabs has also fractured off at the very tip. The returned liner is extremely damaged from removal attempts using an osteotome and screw. The polar dome has part of a circular indentation on it, indicating that the liner was not properly aligned with the dome hole of the shell prior to impaction. Other possible causes of the liner not seating properly would be soft tissue impingement between the shell and liner, as well as the presence of screws that have not been fully seated. It is likely that the liner was not properly vertically aligned before impaction which caused the liner to not seat completely and the damage to the locking ring. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should additional substantive information be received, the complaint will be reopened.